Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the depressed battery pins, which was observed during physical and visual inspection and considered confirmed. The depressed battery pins did not rebound as designed due to fluid intrusion. This condition did not allow for dc operation. The rear case was replaced was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed pins. There was no known patient injury or medical intervention associated with this event. No additional information is available.